Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter was reading inaccurately low. The customer care advocate (cca) spoke to the patient to obtain/verify information but the lay user/ patient refused to answer any questions. The following complaint was classified based on information obtained from lifescan customer service. The patient did not know when the alleged issue first began; she stated it started a while ago. The patient reportedly manages her diabetes with novorapid insulin 5-50 units and is a self adjuster. On an unknown date/time, she claimed that she decreased her insulin dose in response to the alleged low readings obtained on the subject device. She reported approximately 1 week prior to contacting lfs for assistance she developed symptoms of ¿feeling sick, headache, slower breathing, feet on fire, nausea and dizziness.¿ on (B)(6) 2013, at approximately 7pm, the patient was reportedly taken to the emergency room (ER). The patient¿s blood was tested on the subject meter and the meter read ¿13.8 mmol/l.¿ a laboratory test was performed within 15 minutes later and a reading of ¿28.7 mmol/l¿ was observed. It is not known if any type of intervention took place in between the 2 tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient was reportedly treated at the ER with 12-14 units of npr insulin at approximately 9-10pm. It is not known how long the patient was in the hospital. At the time of troubleshooting, the csr noted that the subject meter is not being used for the first time. The unit of measure was set correctly at the time. The subject test strips were reportedly in good condition, unexpired and stored correctly. The patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained unknown inaccurate low readings on the subject meter, administered a reduced dose of insulin based on the alleged results, and reportedly developed symptoms suggestive of hyperglycemia that required medical intervention by an hcp after the alleged meter issue began.